Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06280. Related manufacturer reference number: 2017865-2020-06284. It was reported that the patient presented for follow up with the a pocket erosion and infection at the implant site of the pulse generator. The device, right atrial, and right ventricular leads were explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.